Manufacturer narrative:
12/15/1997-supplemental report #1 submitted to FDA.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the sleeve was damaged and a component disengaged into the patient's cavity. The hospital has reported no patient injury occurred.